Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device door roller was found to be broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed preventative maintenance testing and investigation at the user facility. During testing, it was noted that the device door roller was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.